Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a wds with no other devices or packaging. There were numerous kinks throughout the wds. The implant was received in the deployed state. Some of the anchors were bent and damaged. There was no damage or irregularities to the corewire. There was no damage or irregularities to the tip. The confirmed anchor damage is consistent with recapturing the implant. An attempt to recapture the implant was unsuccessful, due to the kinked shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-06055. Reportable based on analysis completed 17sep2015. It was reported recapture difficulty occurred. A left atrial appendage closure (laac) procedure was performed. A 27mm watchman closure device & delivery system was inserted into the watchman access system. The watchman closure device was deployed in too proximal a position, therefore the physician decided to perform a full recapture. The physician felt resistance during the recapture attempt and it was noted that the watchman access system and the watchman delivery system were not snapped together. This was corrected and after the devices were snapped together, the physician was able to recapture the watchman closure device and withdraw the delivery system. Outside the patient, the physician noticed a portion of the tip of the watchman access system on the watchman closure device. The physician decided to use a second watchman access system to deploy a second watchman closure device successfully. There were no patient complications reported and the patient is stable post procedure. However, device analysis determined numerous kinks throughout the watchman delivery system.